Event description:
A doctor reported that the unit was not measuring correctly. The measurements were compared to those of another system and a deviation of 2 diopters was noted. There was no harm to the patient involved as the measurements were not used.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).